Event description:
It was reported that the insulin pump alarmed during prime and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, cracked belt clip slot, and cracked battery tube threads.